Event description:
Reported observing repeatedly biased hdlc results for samples from one patient. Biased results of this magnitude could result in inappropriate physician action. There was no report of patient harm as a result of this event.